Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was unable to establish communication between her scs ipg and external devices and was no longer able to resume stimulation after turning stimulation off (date of event is unknown). An sjm representative confirmed the issue (2501 comm error programmer). As a result, the scs ipg was explanted and replaced with a different model. Stimulation was restored following the surgical intervention.